Event description:
The user reported that during cardiopulmonary bypass, a low blood reservoir condition triggered a level alarm, which resulted in the centrifugal pump entering the "coast" mode. When the alarm condition was cleared by the user, the centrifugal pump speed could not be increased. The situation was resolved and the surgical procedure was completed successfully. There were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
H3: eval in progress, no conclusion reached.